Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported that, on an unknown date, the device kept stopping. No patient impact was reported. No additional information was available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)

Manufacturer narrative:
Device is used for treatment, not diagnosis. The customers complaint that the unit runs intermittently was confirmed. The device was evaluated and the complaint was substantiated. Also it was noted during pre repair evaluation of the small battery drive that it has sticky trigger. Evidence indicates this is due to usage wear over time.